Event description:
Pt was admitted for left extracorporeal shock wave lithotripsy and intraoperative fluoroscopy and sonography. A total of 2500 shock waves were delivered at a power 5 to the renal calculus. Pt tolerated the procedure well and was transferred to the recovery room. While in recovery, the pt started to feel nauseated and pt was then transferred to the main hospital. A CT showed a grade 2-3 splenic injury and a small laceration to the posterior aspect of the kidney. Pt was admitted to the ICU awake and responsive. Pt received blood transfusions. Pt had a 7 - 8 mm calculus. Pt was coupled to the lithotripter machine and the stone was localized in the anterior, posterior as well as in the craniocaudal orientations. Shock wave treatment was begun low energy and no ectopy was seen on kub. Serial fluoroscopy and sonography confirmed continued localization of the stone.

Manufacturer narrative:
The device was checked by dornier medtech america, inc. Service engineers and found to be operating within specification.